Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a pinched wire in the monitor's electrode belt cable receptacle. Additionally, the j1001 component was physically damaged on the computer/analog board. The root cause for the pinched wire and damaged component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to recognize an ECG signal.